Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in hamburg for evaluation. Olympus repair center inspected the device and confirmed the following: there was a leakage at the s-cover of the control section. The object lens was damaged and the light guide lens was chipped. The distal end was scratched. The adhesive of the bending section rubber was chipped. The bending tube was deformed. The insertion tube was scratched and dirty and deteriorated. The body control unit was worn and the grip unit was deformed. The paint on the nuts of the suction cylinder and the air/water cylinder was peeled off. The suction cylinder was deformed. The inside and outside of the shield of the ultrasonic connector have corroded. The frame of the ultrasonic connector was worn. The contact pin of the electric connector was deformed. The ccd cable inside the endoscope connector was too short. The angulation was insufficient and there was play. A shadow was displayed on the ultrasound image and the ultrasound image was noisy. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the DHR confirmation result, omsc confirmed that the ultrasonic acoustic lens was not damaged when the device was shipped. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by an external force applied to the ultrasonic acoustic lens, as inspection results of the device by the olympus repair center revealed scratches on the ultrasonic acoustic lens surface. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center in (B)(6) and found that the ultrasonic acoustic lens of the probe unit was severely damaged and the probe unit was partially missing. There was no report of patient injury associated with the event.

Manufacturer narrative:
There is more information on the device evaluation. Correction made for date of return and patient code. This supplemental report is being submitted to provide this information. Please see the updates in sections. Confirmation of contents of the operation manual related to the surface of the acoustic lens shows the following description. It is determined that this will prevent indication phenomenon. Important information ¿ please read before use do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.